Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the display lens was cracked, the ring cover and both bail covers were missing, two case screws were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, and the keyboard was scratched. (B)(4).